Event description:
It was reported that in 2005, the pt collided with a family member whilst playing football. They then landed on the back of their head and since then has not able to hear. Testing confirmed that the implant has malfunctioned.